Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they stated he had an oily effect on screen that made it hard to read insulin pump. Customer's blood glucose level was unknown. Customer reported that insulin pump had random no delivery alarm. Customer also informed that insulin pump rejected brand new batteries. Customer declined to report to 24 hours technical support team. Insulin pump will be returned for analysis.